Event description:
An open surgery on the lumbarsacral spine for a fusion of vertebrae l5-s1, with intended placement of 4 bilateral k-wires, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. From intra-operative fluoroscopic images, the surgeon discovered that all 4 k-wires placed with the aid of navigation, deviated from their intended positions by ca 3-4 mm. According to the surgeon (treating clinician): the deviation of all 4 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the k-wires were corrected to their intended positions without the use of navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 1-2 hour. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the hospital/surgeon (treating clinician): the deviation of all 4 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the k-wires were corrected to their intended position without the use of navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 1-2 hour. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of this technical investigation and the limited information provided by the hospital, it can be concluded that the root cause of four k-wires misplaced by ca. 3 - 4 mm with the aid of navigation is: the use of a damaged marker sphere on the drapelink array attached to the c-arm scanner that was used to perform an automatic image registration of the current patient anatomy to the navigation system. One of the spheres used on the drapelink array was found to be damaged during support's hardware checks. Support is unsure at what point this sphere was damaged. Using a damaged sphere on the array attached to the scanner will impact registration accuracy as the camera must have visibility of all spheres on the array to record its position during the registration process. A contributing factor is identified as: movements of the navigation reference array during the procedure in relation to the patient anatomy, due to an insufficient rigid fixation by the user, not as required by brainlab. Image data provided for this surgery showed that the navigation reference array was fixated via a two-pin fixator with the cranial-most pin was placed in the patient's sacrum with only the tip engaged in bone, not ensuring a rigid fixation to the patient anatomy. This caused the array to be prone to inadvertent movements due to any forces applied to the patient during instrumentation, also e.g. By forces from draping and bandaging during the registration scan. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation in the navigation was not detected by the user with the appropriate and necessary verification checks after registration (at the verification step) and/or prior to (or during) planning and performing invasive actions such as drilling the pilot holes. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.